Manufacturer narrative:
Additional suspect medical device components involved in the event: model# : sc-2218-50 serial # : (B)(4) description : linear st lead, 50cm.

Event description:
A report was received that the patient was experiencing tenderness at the incision site, and sharp pain in the sole, ball of the foot and metacarpophalangeal joints. It was also noted that patient experienced numbness in same area. The patient will undergo an ipg and lead replacement procedure.

Manufacturer narrative:
Additional information was received that the patient underwent a lead and ipg replacement procedure. The patient was doing well postoperatively. The explanted devices were not returned to bsn as they were kept by the medical facility.

Event description:
A report was received that the patient was experiencing tenderness at the incision site, and sharp pain in the sole, ball of the foot and metacarpophalangeal joints. It was also noted that patient experienced numbness in same area. The patient will undergo an ipg and lead replacement procedure.

Manufacturer narrative:
Additional information was received that the physician believed that the patients sharp pain in the sole, ball of the foot and in the metacarpophalangeal joints were not device related and the cause was unknown.

Event description:
A report was received that the patient was experiencing tenderness at the incision site, and sharp pain in the sole, ball of the foot and metacarpophalangeal joints. It was also noted that patient experienced numbness in same area. The patient will undergo an ipg and lead replacement procedure.